Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during routine inspection it was discovered that the front panel display of the olympus high flow insufflation unit was not present. According to the initial reporter, the led lights were moving around and blinking. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center confirmed the user's event of the front panel display not lighting up was caused by a faulty circuit board. In addition, technical defects were noted such as scratches marks on front panel and power switch. Minor scratches on suction valve. Minor rust and scratches on insufflation valve and chassis. Scratches and minor dent in top cover. Corrosion found on rear panel and its connectors. Rust and corrosion also found on metal parts inside the equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a failure of the circuit board. The specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.